Event description:
During a hysterectomy procedure, an isi tenaculum forceps instrument was used as a retraction device. While under load, the instrument shaft cracked and the co2 insufflation gas started escaping from the pt's abdomen. It was reported that no pieces of the instrument had fallen into the pt. The damaged instrument was removed from the pt and the planned surgical procedure was completed using the da vinci surgical system. The surgery was lengthened approximately 30 minutes to 1 hour due to this incident. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned with the wrist section cut off at the distal end of the main tube. The instrument wrist was not returned with the instrument. Splintering found at the distal end is due to cutting off of the wrist and cables. The engineering evaluation determined that the failure mode experienced by the customer was most likely a break in the proximal clevis at the main tube interface. No other damage found.